Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted cuts in the outer insulation that were likely induced from the explant procedure. Deformed conductor coils were noted near the lead tip, and the helix was in an extended position with dried blood/body fluid in the helix housing and tip region. The helix was observed to be stretched and bent. An x-ray showed a stretched out inner coil near the tip end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The allegations made against the lead were not confirmed through product testing.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have been fractured as it had exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis, this report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have been fractured as it had exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.